Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a as per FDA request. Post market vigilance (pmv) led an evaluation of one anvil from an eea 28mm single-use stapler. The event report alleges the product was used in a low anterior resection procedure. The clinical instrument was not received. Inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. One of the retainer legs of the anvil was observed to be bent. Due to the observed damage, all functional evaluation was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file was concluded to be a misuse of the product. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a colectomy procedure, the anvil could not be attached to the handle. No other information is given.